Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: use of medicare claims to identify adverse clinical outcomes after mitral valve repair.

Event description:
This is filed to report renal failure, heart failure, hemorrhage, atrial fibrillation, myocardial infarction, and cerebral vascular accident, prolonged hospitalization, blood transfusion, ventilation, surgical and medical intervention. It was reported through a research article titled, use of medicare claims to identify adverse clinical outcomes after mitral valve repair, identifying mitraclip devices that may be related to renal failure, heart failure, hemorrhage, atrial fibrillation, myocardial infarction, and cerebral vascular accident which required prolonged hospitalization, blood transfusion, ventilation, surgical and medical intervention. Specific patient information is unknown. Details are listed in the article. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown as the part and lot number is not provided. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot information was not provided. Based on the information reviewed, a definitive cause for reported adverse events could not be determined. The reported patient effects of atrial fibrillation, hemorrhage, myocardial infraction, renal failure, heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.